Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state with unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip would not turn or respond to any action. Additionally, the clip would not close and remained open. The clip eventually detached from the catheter and was retrieved using a rescue net. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.